Event description:
It was reported the patient presented during a routine follow up, a test of the patient notifier vibration could not be felt with multiple tries.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.